Manufacturer narrative:
Data submitted by the customer indicated that the initial sample run for patient 1 and patient 6 on dxh8002b recovered lower neutrophyls (ne) and higher lymphocytes (ly), without instrument generated flags, compared with sample reruns on the dxh8001a. The results from the initial rerun were considered correct as it corresponded with the manual differential. Review of data provided for patients 2, 3, 4 and 5 indicated that there were higher ne and lower ly recovered for the initial sample run on the dxh8001a, without instrument generated flags, compared with the sample rerun which corresponded with the manual differential and were considered correct. The field service engineer (fse) was dispatched. He indicated that he observed differential failure on daily checks startup. He bleached the flow cell from sheath port #3 thru the flow cell waste line to resolve the issue. The failure mode of the discrepant results is unknown. (B)(4).

Event description:
The customer reported that she is seeing inaccuracies of approximately 7% to 8% on neutrophyls and lymphocytes on multiple samples run on the dxh800 compared to results of several re-runs from either the same instrument, another dxh800 instrument or a manual differential. Although erroneous results were reported out of the laboratory, there was no death nor injury or change to patient treatment attributed to this event.